Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that patient stated they did not have the external devices anymore and they may have thrown the communicator out. The reason for call was patient stated that their controller and handset are broken and they need a replacement in order to turn off their therapy as they are pregnant and feel that the stimulation is too high. Patient stated that their kids physically broke the communicator and handset and they threw the communicator away. Agent let patient know that going to their hcp is an option for getting their device turned off while they are waiting for a new handset and communicator. Patient said that they can't get to their hcp office. Patient was transferred to sunmed to start process of getting replacement of devices. Patient called back because they'd disconnected from sunmed. Agent offered the patient the sunmed phone number but the patient declined. Transferred the patient back to sunmed. The patient provided their hcp information and event date. The patient reiterated their current medical state and stated they started feeling the stimulation too strongly in the last couple days. The patient stated they didn't have a managing doctor because their managing doctor had left the practice, however they were seeing a different doctor at (B)(6).